Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's aunt reported that the customer had done 3 successful set changes. She was trying to do a reservoir set but she noticed an air bubble in the reservoir. Customer could not get it out. Customer's blood glucose was high and not coming down all day. Customer took the reservoir off and it had foam in the insulin vial. Customer's blood glucose was 471 mg/dl at the time of the incident. Customer had a no delivery alarm prior to the set change. Caller stated that the air bubble was bigger than a champagne bubble but smaller than half of the caller's pinky finger. Caller stated that she will call her doctor to get an insulin vial from a 24 hour pharmacy. Caller stated that the customer had soccer practice and his blood sugar goes high and then drops.